Manufacturer narrative:
(B)(4) on 12/14/2016 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were not reviewed as the batch/lot number was not provided. Additional information: the surgeon was using gore peristrips buttressing material and mentioned that this would add thickness to the firing. The device did fire and the knife reached the end of the device and did not return. It was unclear if the battery died before the knife could be returned.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a black reload with gore seamguard buttressing, when the device was fired the battery or motor sounded sluggish. The device fired, but the knife did not return after firing. Knife reverse was tried, but the knife would not return to the home position. Manual override was used and eventually the jaws of the device were released after some difficulty. There were no issues with the cut line or staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54w93. The analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.